Manufacturer narrative:
Correction to d4: lot number and serial number corrected. Upon investigation closure, a supplemental report will be submitted.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 39-year-old male (race unknown) post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. During support, the automated impella controller (aic) displayed a controller failure (red alarm). The team swapped out the aic with another aic with no issues. There was no patient harm related to this event.

Manufacturer narrative:
D.2 revised common device name in accordance with updated procedures since the initial manufacturer device report 1220648-2023-05006 was submitted. D.4 revised model number in accordance with updated procedures since the initial manufacturer device report 1220648-2023-05006 was submitted. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-05006 and should not have been. G.1 revised MDR reporting contact name and address and manufacturing site name and address as they were entered incorrectly on the initial manufacturer device report 1220648-2023-05006. Reporting contact email was revised in accordance with updated procedures since the initial manufacturer device report 1220648-2023-05006 was submitted. G.6 30 days was inadvertently omitted on the first follow up manufacturer device report 1220648-2023-05006. H.6 code 2199 was reported incorrectly on initial manufacturer device report 1220648-2023-05006.